Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal electrode was covered with blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during implant, the lead had high impedance and high pacing threshold. The physician was concerned about pin movement up and down and thought it was not typical behavior for the lead. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.